Event description:
It was reported that the attachment device needed repair. It was unknown to the reporter if the device was used in a surgical procedure. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. Although the reporter did not allege or identify any deficiency, it was observed through functional testing that the device did not pass the cutter insertion test. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).